Event description:
The rptr stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. There was an increase in eye pressure and the surgeon could not get the lens to work correctly. The surgeon thought there might be something wrong with the lens. The surgeon decided to remove the lens and use the backup lens. See MFR #2023826-2011-00938 for the secondary lens.

Manufacturer narrative:
(B)(4) - (could not get lens to work correctly). Evaluation: method: lens work order search. Results: visual inspection of the returned product found a small piece of one plate haptic torn off and missing. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and one similar complaint was found within the same work order. (B)(4).